Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic oophorectomy, an unexpected sound was heard during use. When the inside of the housing was checked, it was found that the valve was not closed at all. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. D4: batch # v95u6r. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined the b5st device was returned with the obturator inserted through the sleeve and no apparent damage. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues and noises. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements and no noise was heard. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.